Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The impedance on the svc (superior vena cava) defibrillation coil was observed to be beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a few alerts for high impedance on the rv and svc coils. The plan was to replace the lead. No patient complications have been reported as a result of this event.